Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014, due to wear. The acetabular liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided: product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to correct information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records reveals that the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."